Event description:
It was reported that during a mid-right coronary artery (rca) intervention, the balance middle weight (bmw) guide wire was advanced without resistance. During attempt to cross the moderately calcified lesion, the bmw did not respond to applied torque. The bmw was removed, without resistance, and the distal shaft was noted separated, 40 centimeters from the distal end. Reportedly, the fracture occurred inside the guide catheter. The separated portion was retrieved by snare and the procedure was completed using a pilot guide wire and balloon angioplasty. There was no reported clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation and the reported separation was confirmed. Based on visual and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for detachment of device component reported from this lot. Based on the reviewed information, no product deficiency was identified.